Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor was not inserted during the insertion procedure and the physician later found that the sensor was stuck in the insertion tool itself and was never deployed. Patient was followed up to gather more information. Patient mentioned that sensor was properly inserted in the insertion tool and the insertion tool slider seemed to work properly. Physician mentioned that he usually checks whether or not the sensor insertion went as expected, by assisting the patients in linking with the transmitter, but since the patient had forgotten transmitter at home, it could not be done this time. Based on the information that was provided by the patient, there is no enough evidence to suggest a malfunction. The most probable root cause is that the physician forgot to make sure if the sensor remained inside the insertion tool. No further investigation was found necessary for this complaint.

Event description:
On december 21, 2023, senseonics was made aware of an incident where the patient has to go through another insertion procedure because during the initial insertion procedure, the sensor got stuck in the insertion tool and was not inserted. The initial insertion procedure happened on (B)(6) 2023 and initially it was thought that sensor was inserted. But when the sensor was unable to be detected through the transmitter, the patient informed product specialist and the physician. When the physician checked the insertion tool, the sensor was found to be stuck in the insertion tool itself. The patient requested for a sensor replacement and has to go through another insertion procedure.